Event description:
Device issue: missing product identification-side arm. Ae: none, no patient involvement. The sterile, unused device was returned from the customer without any reported issue. Upon return inspection it was observed that the product identification was missing from the side arm.

Manufacturer narrative:
(B)(4). Evaluation summary: upon return of the sterile, unused device it was noted that the side arm was missing the product identification information (part size/name and lot number). There were 4 units that remain in-house for this lot which includes the one identified as missing the product information during rework. All 4 units were inspected, and only 1 unit was found to be missing the product information on the side arm. The unit with the missing sidearm information was measured and determined to be 2.5 x 15 mm device, as indicated on the product packaging. The outer packaging and device pouch were correctly labeled.